Manufacturer narrative:
Results of investigation: the failure analysis lab received the suspect faulty gas delivery engine however was unable to confirm the reported issue as the unit was operating per manufacturing specifications.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit failed the leak test and there is a hissing noise coming from the gas delivery engine. As this occurred during testing, there is no patient involvement.